Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no malfunctions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center could not be turned on. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
There is no lighting around the power switch and no operation of the fan. The power cords for both facility items and fixtures have been checked and confirmed that only the main body of the facility items does not turn on.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power switch is not illuminated. This indicates that the power cannot be turned on. The power switch will be turned back on during the repeat test, which matches the phenomenon that the power cannot be turned on. This indicates that the power switch mechanism is loose (malfunction). Olympus will continue to monitor field performance for this device.